Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No failed battery test noted. Hardware low level failure alarm confirmed in the insulin pump history due to broken pin 6 trace (sda) on u1 keypad assembly. Pump error 53 found in the pump history due to software error.

Event description:
It was reported that the insulin pump had multiple pump error. The customer's blood glucose value was unknown. The customer stated that insulin pump was working as designed. The insulin pump will be returned for analysis.